Event description:
It was reported by the customer that in the kits, the rubber stopper holding the wire in place inside the catheter does not fully seal. During insertion, when the PICC containing the wire is checked for blood return, air enters the clear plastic extension piece, putting the patient at risk for air embolism, and if flushed then fluid leaks out where the wire goes in. Additional information received 21 august 2023: the event did directly involve a patient and a user. Event did not effect the patient. The event did not involve an urgent or life threatening medical situation. No harm came to the patient, and they did not require any treatment as a result of the event. The event did not lead to any delay in patient care. The problem was that the PICC could not be flushed with the guidewire present once blood return had been checked, since withdrawing blood also drew air into the extension tubing. Once air was in the extension tubing, the line could not be flushed until the wire was removed. If the line had been flushed with air, the patient would have sustained an air embolism. Without being able to flush the line prior to wire removal, the line could have clotted off during placement of the PICC, and the line would have had to be replaced. This did not happen because the line was in place and the tip positioning check was already completed. So, to avoid harm, once air was noted to be in the extension tubing, the wire and extension catheter were removed, the PICC was flushed, and the procedure was completed normally. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.